Manufacturer narrative:
An event of device migration was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on social media that on an unknown date, three amplatzer vascular plugs IV were chosen to close a perivalvular leak on a previously implanted valve. The devices were implanted. On an unknown date, a follow up echocardiogram showed the leak was present, and the plugs were no longer implanted. The patient was asymptomatic. The plugs were removed. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.